Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No status indicator flashing. No patient involved.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. Sam 500p passed ¿out qat from heartsine technologies on the 7th december 2011. Upon receipt, the device failed to power on and the red status indicator flashing was observed. The device would not initialise when connected to the pc via usb, which was attributed to a failure of the microprocessor. Upon replacement of the microprocessor the device was powered on successfully. Its memory logs were downloaded and shows that the device performed all weekly self-tests between the 17th january 2012 and the 8th july 2018. The corrosion found on the contact collars and the membrane tail would indicate that the device had been stored outside the indicated conditions and this had led to the microprocessor failure and the fault mode see on receipt at heartsine.the corrosion on the membrane tail may have also resulted in the reported fault of ¿no status indicator flashing¿, however, this was not witnessed during the investigation.the depletion of the returned pad-pak may have been due to a high current drain caused by the observed device failure or being stored adversely. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
No status indicator flashing. No patient involved.